Event description:
It was reported that device was found in backup vvi safety mode shortly after implantation. During the operation, electrocautery was used. The firmware was downloaded and normal device function was restored after the firmware download. The patient's condition was good after the procedure.

Manufacturer narrative:
(B)(4).